Manufacturer narrative:
Conclusion: during a normal repair process a leaking rondo 2 rechargeable battery was discovered and started this investigation. It revealed a damaged welding seam at the housing as well as multiple other damages were found. The sleeve is covered with leaking electrolyte. It is very likely that the device got damaged by excessive mechanical stress. This is a final report.

Event description:
The device was received at hq. During a normal repair process a broken/leaking rondo 2 battery was found.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at hq. During a normal repair process a broken/leaking rondo 2 battery was found.